Event description:
A few days after treatment in the vermillion border with cosmoplast, the patient noted lumps inside the mouth at the corners. The physician noted the lumps and possible migration of the product to the mucal membrane. The pt was prescribed clindamycin.